Manufacturer narrative:
The capsule was not returned for evaluation. The capsule is made of lactose anhydrous, barium sulphate, magnesium stearate, citric acid, sodium bicarbonate, avicel ph 200, compritol 888, pvp k-90. The pillcam patency capsule should not be administered to patients who are hypersensitive to any component. The pillcam patency capsule is contraindicated for use in patients with swallowing disorders. However, since data about the patient is not available, a root cause cannot be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient swallowed a patency capsule. The capsule was almost intact for more than 30 hours after being ingested by the patient. There was no harm to the patient. No known adverse events were reported.